Manufacturer narrative:
Section d suspect medical device catalog number was updated from 02k91-32 to 02k91-39 and the lot number was updated from unknown to 03037m800. An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the historical performance of reagent lot 03037m800, a review of device history, and a review of product labeling. Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. Worldwide field data was used to evaluate the historical performance of reagent lot 03037m800. This evaluation indicated that the patient median result for lot 03037m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 03037m800. A device history record review was performed on lot 03037m800, which did not show any related potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated ca 19-9 result for a (B)(6)year-old female, when processing on the architect i2000sr. The patient is being followed-up for of pancreatic cancer, liver damage, and chronic hepatitis. The initial result was 311 ng/ml and retest results after dilution were 86.0 and 95.0 ng/ml. No impact to patient management was reported.